Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.

Event description:
It was reported that the customer rec'd multiple altitude alarms. The customer's blood glucose level was impacted. Tandem technical support was unable to troubleshoot as these alarms had occurred prior to the customer contacting them.